Event description:
The accounts biomed stated the right foot siderail stripped out and fell off the bed.

Manufacturer narrative:
The accounts biomed replaced the right foot siderail to repair the bed.